Event description:
Reference MDR #1219856-2010-00802 for the first event, MDR #1219856-2010-00803 for the second event and MDR #1219856-2010-00804 for the third event involving the same pt. It was reported that the pt was in cardiogenic shock. This is the fourth insertion attempt and the decision was made to use intra-aortic counterpulsation. While in the cardiology unit, during insertion of the intra-aortic balloon (iab) with the super arrow-flex (saf) sheath into the pt's right femoral artery, the proximal tip of the balloon blocked at the end of the saf sheath. The iab and saf were removed. As a result, the pt did not receive intra-aortic counterpulsation. There was no reported pt death. The pt's status was critical.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.